Manufacturer narrative:
The product was returned on 5/26/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Manufacturer narrative:
(B)(4). The device was evaluated by the returns department which found that the control ribbon was not attached causing no lights. Connector was unplugged.

Event description:
Dealer is stating that no lights come on when unit is running.

Event description:
Dealer is stating that no lights come on when unit is running.